Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported pump was not turning on and had a damage. Troubleshooting was performed and found that the pump shows a physical damage at battery compartment. No harm requiring medical intervention was reported. Customer will discontinue using the pump. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage to pcb1 and pcb2 board. No alarms or alerts noted during testing or in the history download files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, detached retainer, missing reservoir tube o-ring, cracked case at the battery tube, missing serial number label, broken battery tube threads, keypad overlay peeling, cracked keypad overlay, corroded battery tube, corroded motor home switch. Blank display was not observed during analysis and passed all required testing. However, cosmetic damage at battery compartment was confirmed and missing retainer ring was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.